Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device latch sensor failed. There was no patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. It was determined that the damaged latch lock sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.